Event description:
Philips received a complaint by the authorized service provider (asp) on the v60 indicating that a speaker audio error occurred. There was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The authorized service provider (asp) evaluated the device and found that a speaker audio error occurred. A review of the diagnostic report (drpt) revealed that a 1104 "backup alarm failed" alarm error was logged. Per phone conversation with the asp, the asp successfully performed performance verification testing (pvt) and ran the device for one hour. The asp was unable to confirm the speaker audio error as the issue was not duplicated. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
Per phone conversation with the asp on june 06, 2025, the asp successfully performed performance verification testing (pvt) on the device and ran the device for one hour. The asp was unable to confirm the speaker audio error as the issue was not duplicated. No malfunction was found. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.